Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of tubing set during treatment. Pt was in dwell two of treatment. The origin of the leak could not be identified. The cycler had not gotten wet from the fluid leak. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample is not available.

Manufacturer narrative:
The device was not returned to the MFR for physical eval and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. Batch records for the lots identified were reviewed and confirmed there were no deviations or nonconformances during the mfg process.